Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06533 and 2134265-2014-06557. It was reported that an automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an atlantis¿ sr pro² imaging catheter to view an unspecified target vessel. During percutaneous coronary intervention (pci), the physician tried to perform automatic pullback however, the motor drive unit (mdu) failed to pull the imaging catheter hence automatic pullback failed. It was also noted that the monitor failed to display. Furthermore, the mdu had water drops and these were coming from the connection part of catheter. In addition, it has been noted that sometimes the catheter cannot be recognized. No patient complication was reported.